Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine checkup, the cs300 iabp (intra-aortic balloon pump) had black screen. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) stated we've only checked the screen on one other computer. We're waiting to install it on the failed computer for more details. No further information is available complaint will be closed and in the event new information is available, this record will be reopened and updated.

Event description:
N/a.